Event description:
The physician reported that the coating of two zinger guidewires was observed to peel off from the device during use. During use of the first device, the coating was observed in the y-adaptor.

Manufacturer narrative:
(B)(4). Results and conclusions: (investigation in progress ¿ no conclusion can be drawn).